Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the associated device was unable to pace with electrode pads attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant indicated that the clinician obtained another device using same electrode pads, and was able to pace the patient successfully.

Manufacturer narrative:
The device was not returned for evaluation. The customer was contacted and indicated the device worked properly once the one step pacing cable was connected to the ECG port. The customer stated the device was returned to service for clinical use. This claim has been closed as user error. No trend is associated with reports of this type.

Manufacturer narrative:
The device was not returned for evaluation. The customer was contacted and indicated the device worked properly once the one step pacing cable was connected to the ECG port. The customer stated the device was returned to service for clinical use. This claim has been closed as user error. No trend is associated with reports of this type.